Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that threaded t handle broke off with threads". The product was returned to depuy synthes for evaluation. Visual inspection revealed the distal portion of the osteotome handle's shaft fractured. Fractured piece (base plate) was returned for evaluation. Device had signs of usage and no other anomaly was identified on its surface. Device was sent to the materials team for further investigation. Potential cause can be traced to an unintended use error by off-axis impactions or by excessive force applied while trialing. As per watson extraction system¿ ¿ surgical technique, page 5 and 7, the following precautions need to be followed to assemble the curved lateral, straight lateral and medial blade: for lateral osteotomy, "apply slight lateral pressure to the handle as you continue striking with the mallet"; and for the medial osteotomy, apply "light lateral pressure while lightly tapping the handle with a mallet". Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the extractor handle would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that threaded t handle broke off with threads.